Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that the information on the supply chain website verses the information on the box of suture was loaded incorrectly at the supply chain and contained the incorrect description on their website. The customer reported that this should never have been recorded as a product complaint. In addition, the evaluation revealed that a sealed box was returned for analysis. During the visual inspection of the box, no defects were observed. The information of product code, lot number and graphic on the label box printed was compared with our system and are correct. No discrepancies or issues were noted. Based on this information, this medwatch report is not malfunction reportable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was only the outer box package labelling on the 2 boxes incorrect with conflicting information but with correct product primary packets (as per required order) inside the boxes? Were the boxes opened to see if there was correct suture product w1601t (9mm 3/8 circle reverse cutting needle on a 5/0 ethilon) as per order requirements, inside the boxes? What was the suture product (suture name) that arrived in new boxes with 8mm ¼ circle reverse cutting needle? What was the product code/lot of suture product received with package description of 8mm ¼ circle reverse cutting needle? There is no photo attached to file as stated in event description, do you have any photos available for initial evaluation?

Event description:
It was reported by a facility that when the box of suture arrived on (B)(6) 2018 at the hospital, the packaging stated that it contained a needle that was different than expected based on what the facility ordered from the description from a catalog. The facility did not open the box to see what needle was inside. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). A sealed box was returned for analysis. During the visual inspection of the box, no defects were observed. The information of product code, lot number and graphic on the label box printed was compared with our system and are correct. No discrepancies or issues were noted. Due to the sample condition, no defects were found at the information on the box as is correct according to our system.